Manufacturer narrative:
(B)(4). The customer reported a failure to shock using internal paddles. There was no negative impact to the pt. There was no event summary not ECG strips for review. The internal paddles set was evaluated locally and a malfunction was confirmed. Replacement of the internal paddle set resolved the reported symptom.

Event description:
The customer reported a failure to shock using internal paddles. There was no negative impact to the pt.